Manufacturer narrative:
This report is filed, march 9, 2016. The implanted device remains.

Event description:
Per the clinic, the patient reported hearing static and experiencing pain with and without device use. The patient is scheduled to undergo explant/re-implantation; however, surgery has not occurred to date. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with a new device. This report is filed july 11, 2016.